Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 29nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode the customer stated that there was patient involvement.

Event description:
The customer reported that during an infusion of fentanyl 25000 mcg/250 ml 0.9% sodium chloride (10 mcg/ml) via the pump module, the nurse noted the bag was empty before the infusion should have completed. The biomed has downloaded the logs, and does not feel there was anything wrong with the pumps; he is now suspecting diversion and would like an investigation.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 29nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference #: n/a. The customer stated that there was patient involvement.

Event description:
The customer reported that during an infusion of fentanyl 25000 mcg/250 ml 0.9% sodium chloride (10 mcg/ml) via the pump module, the nurse noted the bag was empty before the infusion should have completed. The biomed has downloaded the logs, and does not feel there was anything wrong with the pumps; he is now suspecting diversion and would like an investigation.